Manufacturer narrative:
H3 other text : device remains implanted.

Event description:
It was reported that a patient experienced bilateral rod fractures approximately two-years after implantation. The patient has not been reported to have been revised. This report captures the second of two fractured rods.